Event description:
It was reported that patient had progressive pain right hip. At surgery: watery fluid, thick cream colored pseudo tumor, some corrosion seen at neck body junction (modular neck to stem.) Stem well fixed in bone.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device evaluated by MFR: not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6). An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
It was reported that patient had progressive pain right hip. At surgery: watery fluid, thick cream colored pseudo tumor, some corrosion seen at neck body junction (modular neck to stem.) Stem well fixed in bone.